Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the tacks of the device were not able to fire normally. The tack disengaged into the patient¿s cavity but it was retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal procedure, the tacks of the device were not able to fire normally. The tack disengaged into the patient¿s cavity but it was retrieved by grasper. New device was opened to complete the procedure. There was no patient injury.